Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implant date (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient recently experienced shortness of breath and fatigue. High thresholds were noted on an electronic transmission on the right ventricular (rv) lead. During testing intermittent capture was also noted in unipolar configuration. The lead safety margins were still sufficient and the patient will be monitored. It is unknown if the patient complications are related to the allegations. The rv lead remains in use. No further patient complications have been reported as a result of this event.